Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient had been throwing up since (B)(6) 2020, they did not think the ins was working. They stated they were getting dehydrated. The patient was unable to see a doctor due to the corona virus. No further patient complications were reported as a result of this event.